Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per report received from united kingdom, a patient with a (B)(6) valve implanted in aortic position underwent a valve-in-valve (viv) intervention after an implant duration of approximately seven (7) years or more due to severe stenosis. The patient presented with no symptoms. A 23mm transcatheter valve was implanted within the edwards surgical valve. The patient was in stable condition after the procedure.

Manufacturer narrative:
Updated section b5 (describe event or problem), h6 (device code), h6 (investigation findings) and h6 (investigations conclusions). Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and diabetes.

Event description:
Per report received from united kingdom, a patient with a 3300tfx23mm valve implanted in aortic position underwent a valve-in-valve (viv) intervention after an implant duration of approximately seven (7) years or more due to degeneration leading to severe stenosis (peak gradient 67 mmhg, mean gradient 41 mmhg, velocity 4.1 m/s, valve area 0.89 cm2). The patient presented with no symptoms. A 23mm transcatheter valve was implanted within the edwards surgical valve. The patient was in stable condition after the procedure.